Event description:
Additional information was provided to edwards lifesciences indicating this surgical valve had a transcatheter valve implanted (valve-in-valve). There were no complications during procedure and the patient was transferred to the ICU in stable condition. The patient was alive and well during their 30 day follow-up appointment.

Event description:
Edwards received information that a patient was presented and approved for a valve-in-valve procedure via an edwards clinical trial. As reported, the surgical valve had an implant duration of approximately seventeen (17) years, six (6) months and is failing due to severe stenosis and mild regurgitation. The patient is considered extreme risk based on his age, redo sternotomy, multiple comorbidities, and elevated sta risk score. The procedure has yet to take place. No additional details provided.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.